Event description:
Due to a change in ventilator prescription (pt has been on a home ventilator since 08/04), pt was delivered 2 new ventilators (one for wheelchair use and one at bedside). Both ventilators were checked according to MFR's specifications. The pt was placed on a new home ventilator. Caregiver called and advised that the high-pressure alarm was only working intermittently. Tech support was contacted and she suggested using a different circuit. Circuit was changed to the suggested brand with no change. Pt was using the ventilators that he had been previously using. The local rep was contacted and accompained the therapist to the pt's home. After inspection of the ventilator, it was malfunctioning. This ventilator was returned to the MFR. Pt used the ventilator during the day with a caregiver in the room; pt states the work of breathing was easier with the ht-50.